Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator was inoperable and had a burnt smell. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the board dc converter was burnt. The se replaced the gui cpu pcb and the board dc. The se performed extended self-testing on the device.

Manufacturer narrative:
Device evaluation: the graphical user interface (gui) printed circuit board (pcb) and the dc-dc pcb components were returned for failure investigation. Visual inspection of both components was performed and thermal damage was observed on both parts. Due to the severity of this damage to the pcb, it was not installed into the test ventilator and no further evaluation was performed. If information is provided in the future, a supplemental report will be issued.